Event description:
It was reported that on (B)(6) 2024, a catheter insertion was performed. The catheter exhibited tears in the catheter wall at approximately 11 cm and 12 cm during the removal process on (B)(6) 2025. The catheter had been previously used for chemotherapy administration, with no issues reported during treatment. The damage was only identified during removal. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6), 2024, a catheter insertion was performed. The catheter exhibited tears in the catheter wall at approximately 11 cm and 12 cm during the removal process on (B)(6) 2025. The catheter had been previously used for chemotherapy administration, with no issues reported during treatment. The damage was only identified during removal. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport m.r.I. Isp implantable port with an attached groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Two partial compound breaks were noted on the attached catheter. The edges of the first partial compound break on the attached catheter were noted to be jagged. The surface was noted to be round/smooth in both regions. Splits were noted on the border of both regions. The edges of the second partial compound break on the attached catheter were noted to be jagged. The surface was noted to be round/smooth in both regions. Splits were noted on the border of both regions. Kinks were noted throughout the proximal portion of the catheter. Therefore , the investigation is confirmed for the reported fracture and identified deformation and wear issues. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.